Event description:
It was reported that the patient presented at the hospital with a pump that was not working properly. Upon office consultaion, it was noted that when the pump was pressed, it was dimpled. Two weeks later, a surgical procedure was performed, the pump was tested again and it was not working; therefore, the pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Estimated based on clinic visit two weeks prior to explant.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, and functionally tested. The pump did not pass the functional test as it did not pass the activation test. Based on the information available and analysis results, the activation anomalies identified in the pump could have caused or contributed to the reported clinical observation of pump collapsed/dimpled/flat. B3 estimated based on clinic visit two weeks prior to explant.

Event description:
It was reported that the patient presented at the hospital with a pump that was not working properly. Upon office consultation, it was noted that when the pump was pressed, it was dimpled. Two weeks later, a surgical procedure was performed, the pump was tested again and it was not working; therefore, it was removed and replaced. There were no patient complications.